Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist had to remove the dental implant because it had no primary stability. Patient had bone type iii and the implant was not successfully replaced during surgery.